Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: on (B)(6) 2022 the patient received a right hip revision to treat trochanteric fracture and metallosis from an mom construct. Upon entering metallosis and fracture were confirmed and significant acetabular bone loss identified. The metal liner was fused to the cup requiring revision of the cup and liner. The cup was revised with a multi-hole pinnacle requiring several screws. There is no indication the stem was revised after the orif was performed to treat the fracture. The head was revised with an assumed depuy ceramic head. The revised liner is assumed to be a depuy device. Doi: (B)(6) 2008 - dor: (B)(6) 2022 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that mom pinnacle litigation record received. Patient alleges heavy metal poisoning from the toxic heavy metal released, pain, injury to muscle and tissue, suffered additional scar tissue formation and will have replacements with decreased longevity, metallosis, ,metal wear, metal poisoning, loss of enjoyment of life, limitation of daily activities, emotional trauma, and distress. Doi: (B)(6) 2008 - dor: (B)(6) 2022 (right hip) the product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4) _x-ray_images-received (B)(6) 2023 the evidence provided indicates that the intervention angle does not observed an angle outside of specification according to the surgical technique, where the cup appears to be positioned at a 45 degree abduction angle. Additionally, no defects is noted in the antervension angle which should ideally fall within the range of 15 to 30 degrees, as specified in the surgical technique, page 18. It is recommended to adhere to the surgical technique. However, in the provided evidence, no mispositioned and the implants do not disassemble cannot be confirmed. Pinnacle hip solutions surgical technique dsus/jrc/0414/0026 rev. 3 since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the unknown hip acetabular cup would not contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Mom pinnacle litigation record received. Patient alleges heavy metal poisoning from the toxic heavy metal released, pain, injury to muscle and tissue, suffered additional scar tissue formation and will have replacements with decreased longevity, metallosis, ,metal wear, metal poisoning, loss of enjoyment of life, limitation of daily activities, emotional trauma, and distress. Doi: (B)(6) 2008 - dor: (B)(6) 2022 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. The initial reporter occupation: lawyer. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. Medical records report dislocation (closed reduction). Metallosis of right hip status post failed metal on metal hip with trochanteric fracture with bone loss from the metallosis in the acetabulum as well as in the shelf of the greater trochanter. There was significant metallosis throughout the acetabulum all around the femoral neck within the acetabulum itself. Soft tissues were removed within metallosis fragments and then the cortical cancellous graft as well as cortical cadaver graft of all the ebony voids in the acetabulum. Osteolysis was also reported.